Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the access 2 immunoassay system. Customer tested 4 patient samples for accutni and obtained results in the range of 0.50 - 0.63ng/ml. The erroneous results were reported outside of the laboratory. The samples were re-tested on a different instrument and results were in the normal reference range. It is unknown if there was an effect to patient or user with regards to this event.

Manufacturer narrative:
System check run in 2009, after weekly maintenance had been performed, passed all specifications. Qc was in range prior to the event. Customer noted that several consecutive elevated patient accutni results had been obtained, so qc was rerun. Wash arm motion errors occurred during this second qc run three days later. Customer examined instrument after receiving motion errors and found that one aspirate probe was loose and its tubing had been pinched and severed. Customer declined service as their biomed replaced the aspirate probe and tubing and re-verified instrument as performing to specifications. Customer called cts (customer technical service) two days later. Customer was advised by cts about the function of the aspirate probe, dispense. Customer relayed this information to the lab's users. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.